Event description:
It was reported to covidien on 06/19/2009 that a customer had an issue with a dialysis catheter. Customer states the pt's catheter was placed on (B) (6) 2009. This catheter fell out and had to be replaced on (B) (6) 2009.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.